Manufacturer narrative:
(B)(4).

Event description:
It was reported that "I was informed that (B)(6) hospital experienced three occurrences in which cvcs pulled back from their original placement. In these cases, the primary securement method used was the secondsite adjustable fastener with sutures included I the kit, and the catheter hub itself was not sutured." Additional information was requested form the customer; however, further details were not provided. Associate MDR numbers include: 9680794-2026-00138, and 9680794-2026-00137.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer reported, "in these cases, the primary securement method used was the secondsite adjustable fastener with sutures included in the kit, and the catheter hub itself was not sutured. Per the IFU, both the catheter hub and the secondsite adjustable fastener should be secured." The instructions for use (IFU) provided with this kit warns the user, "a catheter clamp and fastener are used to secure catheter when an additional securement site other than the catheter hub is required for catheter stabilization. Use catheter hub as primary securement site. Use catheter clamp and fastener as a secondary securement site as necessary." Additionally, ten years of complaint history for catheter (B)(6), clamp catheter (B)(6), and clamp fastener (B)(6) were reviewed and there were no confirmed quality concerns related to the fit or placement of the secondsite adjustable fastener with the associated cvc. The IFU p rovided with this kit warns the user, "a catheter clamp and fastener are used to secure catheter when an additional securement site other than the catheter hub is required for catheter stabilization. Use catheter hub as primary securement site. Use catheter clamp and fastener as a secondary securement site as necessary." Based on the customer report, it was determined that use error likely caused or contributed to the reported event. A customer in-service was initiated to instruct the customer on proper use of the device. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "I was informed that (B)(6) experienced three occurrences in which cvcs pulled back from their original placement. In these cases, the primary securement method used was the secondsite adjustable fastener with sutures included I the kit, and the catheter hub itself was not sutured." Additional information was requested form the customer; however, further details were not provided. Associate MDR numbers include: 9680794-2026-00138, and 9680794-2026-00137.